Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep stated that they had no further information regarding low impedances but indicated that the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was seen by the manufacturer¿s representative during a routine battery and impedance check for a 6 month follow up after implant in (B)(6) 2019. When the checking the connectivity, the representative saw all green check marks but the longevity for program 2 showed 12-24 months, which was less than expected. The representative then ran an impedance check which showed contact 0 and 3 showed less than 50 ohms. It was noted that no issues or impedances were seen in the or or during the day on the day of implant ((B)(6) 2019). The patient used program 2 which used contacts 1 and 3. The representative noted that they did not believe any of the patient¿s settings had ever been changed. It was advised to rerun the battery longevity on a different program that did not use contacts 0 or 3. They made programming changes (-1, +2) on program 2 and the patient was turned up to 1.2 (vs 2.1 on the original program 2). When the battery life was rechecked, it looked better with a range of 30-48 months noted. No symptoms were reported. There were no further complications reported or anticipated.